Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge shroud. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received fully loaded and with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hand assisted right colectomy procedure, the handle of the stapler would not close completely. The handle for the stapler would not close after loading. The tech removed and reinserted the reload. The surgeon commented that the stapler was far too difficult to close the handle on thin tissue of right colon. Another like device was used to complete the procedure. There were no adverse consequences for the patient.